Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the grip has foreign objects, control section has foreign objects, scope cover has foreign objects, switch 1 has foreign objects, switch box has foreign objects, up/down knob has foreign objects, right/left knob has foreign objects, forceps elevator knob has foreign objects, forceps channel port has foreign objects, plastic distal end cover has foreign objects, objective lens has foreign objects, light guide lens has foreign objects, connecting tube has foreign objects, light guide connector has foreign objects, mount case unit has foreign objects, video connector case has foreign objects, and video connector has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h9 of the initial medwatch. H9 of the initial medwatch should be blank, as there is no recall associated with this device.

Manufacturer narrative:
The supplemental is being filed to correct h9 as the previous information was entered in error and is not related to a product recall. H9 will be blank.

Event description:
No change to customer event.